Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self test. However, unit alarmed pump error during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump error alarms. Unit received with missing retainer and reservoir tube lip o-ring. Unit received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of failure saving special value for normal mode done to flash. The customer's blood glucose reading was unknown. The customer stated that the pump stopped working and she went back to injections. The customer will return the pump for analysis.